Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had dropped the insulin pump in the water. Customer stated that the buttons were acting up but they were working fine. Customer's blood glucose level was 106 mg/dl. Customer stated that there was never any water that was visible in the pump. Customer took out the reservoir and the battery and stated that there was no water present. Customer had 3 bad battery alerts. Customer had to reset the time and date. Customer put in a new battery but the buttons were not working. Customer also had a battery out limit alarm. Customer completed the self test. Customer was advised to monitor the pump. Customer mentioned that in the beginning, the keypad was slow in responding. Customer declined troubleshooting for the keypad issue. Customer feels that it is safe to use the pump and trusts the pump. No further assistance needed.